Event description:
During implant, the atrial set screw was loosened and no audible click sounds were heard after a few rotations. The event was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
The reported event of no click sound heard while tightening the atrial setscrew was confirmed. Analysis revealed the user of the wrench was partially inserting the torque wrench into the setscrew inset which is incorrect wrench insertion. This caused the wrench to slip while tightening the setscrew then strip that portion of the inset. The setscrew cannot be tightened while it is stripping the inset and the wrench will not click. Lab testing found that with full and correct wrench insertion the setscrew tightened normally to the point of the wrench clicking. The problem in the field is related to the user¿s incorrect use of the torque wrench. No device anomalies were found. The setscrew anomaly was consistent with having occurred during the procedure.